Manufacturer narrative:
Plant investigation: no hardware component is associated with this complaint, and therefore, a sample investigation was not performed. An investigation of the machine files was not possible because there was no machine data provided for the reported event. A review of the device history record (DHR) showed no discrepancies with the device. A review of the device¿s repair history showed one repair activity. A review of the instructions for use (IFU) revealed that performing a manual reinfusion is adequately addressed. The reported failure type represents an unknown event. Based on all performed investigations/evaluations, the reported event could not be reproduced because the complaint investigation unit did not receive the machine files. Therefore, the investigation was finalized using the available information. Based on the known event details, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that an unspecified error occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. The machine stopped and the patient¿s blood could not be returned. The event resulted in an unknown amount of blood loss. No sample was expected to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Event description:
It was reported that an unspecified error occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment on a multifiltrate pro machine. The machine stopped and the patient¿s blood could not be returned. The event resulted in an unknown amount of blood loss. No sample was expected to be returned for evaluation. Multiple attempts were made to obtain additional information, and thus far, no further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.